Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room on (B)(6), 2022 for low blood glucose level. Blood glucose reading was 300 mg/dl. Customer treated for headache .troubleshooting was performed and the customer will continue to use the device.